Manufacturer narrative:
The device remains in service. Further evaluation of the non-boston scientific leads was recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital for evaluation after experiencing pre-syncopal episodes. Interrogation of the device found noise on the non-boston scientific right ventricular (rv) lead that was oversensed, resulting in inhibited pacing. Lead measurements were stable and within normal limits. During testing, the device was programmed to maximum outputs in the rv, and oversensing was observed in all pacing configurations tested. A chest x-ray was performed and found no change in the position of the leads. No lead damage was observed under x-ray. Undersensing was also noted on the non-boston scientific right atrial (ra) lead. Strips, x-rays, and device settings were submitted to technical services for review. No adverse patient effects were reported.